Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
The device was received partially deployed. The needle mechanism was fully retracted. The needle was observed to be exposed in the soft cannula. Upon opening the device, the needle was found dislodged from the slide retract. Excess material was found on the slide retract. The damage to the slide retract caused the needle to be incorrectly installed, which resulted in the exposed needle. The exposed portion of the soft cannula was observed to be punctured. It could not be determined when the damage to the soft cannula occurred.